Event description:
It was reported that the physician was in the o.r. For an initial implant and he could not communicate with the pt's generator. Troubleshooting was performed, but the problem persisted. The physician reported that the programming system worked a few mins later once they turned off a computer that was on in the room. However, the physician had more problems shortly after and could not get the system to interrogate. Troubleshooting was once again performed, but problem persisted. A different programming system was eventually used to successfully interrogate pt's device. It is unk if the issue was emi or if there was a problem with the system causing intermittent communication. Product has been requested, but has not been returned to date.